Event description:
It was reported that the ventilator was on cigarette lighter power. When the customer unplugged it from the car and attempted to plug the ventilator into an external battery, the ventilator shut down with an audible alarm. No pt harm reported. The ventilator does not recognize external power.

Manufacturer narrative:
Na